Manufacturer narrative:
Device has not yet arrived for investigation. If rec'd, a f/u report will be submitted with investigation results.

Event description:
It was reported that the insulation sleeve had a gouge and the pt was burned. Procedure was delayed less than 5 mins. The entire bowel was inspected for further surgery. Pt is believed to be fine.